Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. The treated with insulin pump. Customer reported that troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. High pressure test was passed. The product will not be returned for analysis.